Manufacturer narrative:
(B)(4). The device was not returned as it remains implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The reported punctate focal area of ischemia in the right frontal lobe motor cortex is distal to the pipeline implant area. Based on the information provided we are unable to conclusively determine the cause of the event. Ischemia is a known inherent risk of pipeline procedure and is documented in the pipeline flex instruction for use. (B)(4)

Event description:
Medtronic received information that one day post implantation of this device into the right supraclinoid internal carotid artery; this patient suffered an ipsilateral mild acute ischemic stroke. The patient was reported to be doing satisfactorily post operatively but then developed slight weakness in the left upper extremity consistent with a small change in the CT scan. The report further indicates that the findings of the CT scan show a punctate area of loss of the gray white matter distinction in the right frontal lobe motor cortex corresponding to the hand/upper arm region. The patient improved rather rapidly at the time of discharge. Strength was good except for weakness of left upper extremity and was discharged in improved condition. No intervention has been specified and the patient was discharged two days later with an nihss of 2. It was further reported that the patient was back to baseline nihss of 0 at 30 day follow up.